Manufacturer narrative:
A ge service rep performed an onsite investigation. The controller board clip was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent recoverable loss of imaging functionality, which could result in procedural delays. There was no reports of pt injury or death associated with this event.